Manufacturer narrative:
(B)(4). Additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent

Event description:
It was reported that during a cholecystectomy per video procedure, the active blade broke in half. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.